Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer¿s mother reported via phone call that her daughter was having high and low blood glucose. Customer's blood glucose level was 519 mg/dl and rose to 554 mg/dl at the time of the incident. The customer treated with a shot and drank water. The customer mentioned pump site was not working and was having ketones. Customer will change the infusion set as there was air in the tubing. Customer also had a low blood glucose of 49 mg/dl and thinks they might have over corrected the high which caused the low blood glucose. They treated the low with glucose tabs. Customer declined to trouble shoot for their blood glucose. The insulin pump will not be returned for analysis.